Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of hip components due to implant failure.

Event description:
It was reported that a patient experienced revision of right hip components due to prosthesis wear. The complaint includes: loosening, osteolysis, displaced acetabular cup and an acetabular fracture. After the patient's fracture was healed, the surgeon performed a revision of the patient's right hip including the femoral head and cup (it is ambiguous as to whether the femoral stem was replaced). At that time, the surgeon noted significant liner wear over the superior aspect of the liner. The patient follow-up condition stated that after the revision surgery the implanted devices were found to be properly placed via x-ray on (B)(6) 2017, and on (B)(6) 2017; the patient claims that her right leg is shorter than her left and continues to complain about pain as of june 2018. Additional information is not available. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00212, 1038671-2018-00214, 1038671-2018-00215 and 1038671-2018-00216.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, date of event, date of report, event, relevant tests/laboratory data, other relevant history, expiration date, explant date, PMA/510k, if follow-up, what type, device evaluated by MFR and device manufacture date have been updated accordingly. Device evaluated by MFR: the complaint products were not received for analysis. The reported malfunction/product condition was not confirmed as the devices were not returned. A review of the device history record for the acetabular liner as well as the femoral stem indicated that the named devices were accepted with conformance to the device requirements. The company is not aware of receiving any other complaint reports involving a part from any of the identified manufacturing lots. Therefore, this does not appear to be manufacturing-related. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. There were no user-related issues reported that appear to have contributed to the reported event. The revision reported in this experience was most likely the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear. However, this cannot be confirmed because the devices were not returned for evaluation. In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. Complications noted as device specific risks list: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components; osteolysis; limb length discrepancy's; excessive wear of the implant components secondary to impingement of components or damage of articular surfaces, disassociation of modular components, unintended bone fractures and decreased range of motion. Total joint surgical risks include: neurologic injury or neuropathy resulting in transient or permanent weakness; pain, and/or numbness and intractable pain. Based on review of all available information, there is no evidence to suggest that the reported event of prosthesis wear (right acetabular fracture and aseptic loosening) is related to any design or manufacturing issues. The most likely cause of the prosthesis wear most likely is the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear. Based on review of all available information, there is no evidence to suggest that the reported event of prosthesis wear (right acetabular fracture and aseptic loosening) is related to any design or manufacturing issues. The most likely cause of the prosthesis wear most likely is the result of edge loading/impingement, patient conditions, or a combination of the two, which led to polyethylene wear. This device is used for treatment, not diagnosis.